Event description:
Healthcare professional reported "rupture, perspiration of silicone gel and capsular contracture, baker grade I" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture, perspiration of silicone gel and capsular contracture, baker grade I" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.